Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room complaining of experiencing phrenic nerve stimulation. Upon interrogation, the right ventricular lead exhibited a loss of capture and sensing. The right atrial lead exhibited cross talk. A chest x-ray revealed that the leads had disloged. The leads were successfully explanted; the patient tolerated the procedure well.